Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation is required.

Event description:
A customer reported a low readings issue with the adc freestyle libre. While the customer was hospitalized for a stomach operation, the medical team performed a sensor scan and received an unspecified low value. Without performing a capillary blood glucose comparison, the customer was administered glucose, "which brought her to a hyperglycemia during which she could no longer self-treat". The customer could not recall the treatment rendered, as she was unconscious for the procedure. No specific readings or comparisons were reported, but the customer further noted that "the team took a capillary test and notice a significant difference in values between the scan and the capillary". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low readings issue with the adc freestyle libre. While the customer was hospitalized for a stomach operation, the medical team performed a sensor scan and received an unspecified low value. Without performing a capillary blood glucose comparison, the customer was administered glucose, "which brought her to a hyperglycemia during which she could no longer self-treat". The customer could not recall the treatment rendered, as she was unconscious for the procedure. No specific readings or comparisons were reported, but the customer further noted that "the team took a capillary test and notice a significant difference in values between the scan and the capillary". There was no report of death or permanent impairment associated with this event.